Event description:
It was reported that the physician elected to replace this pacemaker due to being on advisory as the patient was highly dependent on pacing. Before replacing the device, it was interrogated and found to be in safety mode. The device was replaced without complication and is expected to be returned for analysis.